Event description:
Baxter (B)(4) received a report that there was leakage found from the tubing. The set had been used for 90 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up report will be submitted.